Event description:
Found during testing, according to the reporter, the device will not turn off and alarms "energy fault" when discharging at 360j and no output.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.